Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external inspection. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 01:27:46. During night drain cycle three, the patient's ultrafiltration reading was 1526ml, indicating the home patient (hp) drained 1526ml more than their maximum programmed fill volume of 2500ml. No further information was available.